Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 5 for the same event: it was reported from (B)(6) that during an unspecified surgical procedure, when the battery devices were inserted into one of the handpiece devices, it was observed that the handpiece devices appeared to be ¿fusing¿ the battery devices. According to the reporter, the ¿theatre staff¿ could not recall if the issue was related to the battery oscillator device or the battery reamer/drill device. The reporter indicated that three battery devices were inserted into the device. However, all three battery devices did not work when inside the handpiece device. There was a fifteen minute delay to the planned surgical procedure. It was reported that spare devices were available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. A functional assessment was performed and the device passed all tests. There were no failures identified and the device was functional. Therefore, an assignable root cause was not determined. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.